Manufacturer narrative:
The sheath was returned to the manufacturing facility for evaluation. The sheath sample was evaluated and revealed no visual anomalies. The sheath was leak tested without stressing the valve and no leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. The retention samples from the involved product as well as the surrounding lots were visually examined and confirmed there were no visual defects. Leakage testing revealed a leak on one of the retention samples. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The customer reported similar events for other devices. See MDR numbers 118880-2016-00019, 1118880-2016-00020, 1118880-2016-00039, and 1118880-2016-00041 for details. Based on the investigation, the retention sample failing the leak test, supports the claim the complaint sample leaked. Although the exact cause of the reported event cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: the procedure being conducted was for diagnostic heart cath, there was no intervention reported; the device was leaking around the valve when the wire or catheter is introduced, when it's the device only it does not leak; blood loss was under 10cc; and there was no patient impact.